Event description:
It was reported that during a da vinci benign hysterectomy surgical procedure, it was noted that a spark was seen igniting from the yellow part of the permanent cautery spatula instrument upon the surgeon activating the instrument. It also smelt like wires were burning. The patient had no visible burns. No missing or fallen pieces were reported. The instrument was replaced with another permanent cautery spatula. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the yaw pulley exhibited localized melting evident by a black burnt hole, indicating arcing may have occured. Material from the yaw pulley was missing. The wire insulation was also damaged. Exposed bare wire was observed. The instrument passed electrical continuity testing. Failure analysis investigation also found the yaw pulley was derailed. The spatula movement and functionality were not precise. Both the idler pulleys exhibited pulley rim and face damage. No other damage was found.